Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was a lead integrity alert, three high impedance peaks in the lead impedance trend, more than 400 short ventricular intervals in the past approximately one week, and two non-sustained ventricular tachycardia recorded episodes. The physician suspected noise ("external interference") but also was concerned about the possibility of a lead integrity issue. The lead is still in use. No patient complications have been reported as a result of this event.